Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the penta lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported that the patient's lead had high impedances and they did not have effective therapy. Surgical intervention was undertaken to explant and replace the lead. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.